Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had sensor failure not recognizing when they plug in the fiber optic cable. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) inspected the unit and observed that the fiber-optic waveform was not functioning. The fse noted that the ECG leads were not used as the primary trigger and suggested that the fiber-optic connection may not have been fully seated in the pump. The fse performed a fiber-optic calibration, which passed successfully, and no fiber-optic errors were present. The unit passed all functional and safety tests according to factory specifications and was returned to the customer.